Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 30 days. Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. A review of the device history records revealed the device met applicable specifications. The patient ultimately expired on (B)(6) 2018. Information provided on 17-may-2019 stated that the adverse event was ongoing at the time of death. Heartmate 3 lvas, serial number (B)(4), was not returned to abbott for evaluation. The heartmate 3 lvas IFU lists stroke, bleeding and neurological event as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was sitting in a bedside chair writing on a clipboard when a sound was heard and the staff found the patient lying on the floor, unresponsive with blood on the face. Stroke alert was called. A computed tomography (CT) scan of the head showed a right frontal subarachnoid hemorrhage (sah), a right posterior epidural, and a left subdural hematoma (sdh) in the region of the tentorium. Neurology was consulted, and the patient's initial exam was very poor, as the patient was non-responsive with no spontaneous movements. The patient's exam improved during transport to a CT. Keppra 500mg was administered twice daily (b.i.d.) For prophylactic seizure control. Neurosurgery was consulted and recommended to hold all antiplatelet and anticoagulation. Neurological declined early (B)(6) 2018, a head CT demonstrated significant accumulation of new subdural hemorrhage without significant mass effect. A repeat CT showed no significant interval change. An electroencephalogram (eeg) was performed and was a technically limited study because of extensive artifacts but a moderately slow background was seen to a degree. This was reported to be consistent with moderate cortical dysfunction of a nonspecific etiology. Subcortal myoclonus may be related to toxic/metabolic etiologies as well as hypoxicischemic. A head CT was done on (B)(6) 2018 which showed progression of focal parieto-occipital sdh with no herniation. On (B)(6) 2018 a head CT was done and on (B)(6) 2018 and no changes were seen, the CT was max facial negative for facial fracture. The patient's neuro exam remained stable. It was also reported that on (B)(6) 2018 the patient expired. This was previously recorded as a patient outcome, but at that time no further information was given. Because of the proximity in time of this event and the patient's death, the death is being reported.